Event description:
The information received from the field notes that the patient presented to the clinic after experiencing syncope at home. The device was found to be pacing at 70 ppm in vvi mode although previously programmed to ddd mode. The device was reprogrammed to ddd with normal function, but due to the patient's pacemaker dependency, the physician elected to replace the device.